Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a failed battery test alarm. Customer's blood glucose was unknown. After troubleshooting, the alarm reoccurred. Customer was advised that insulin pump would need to be replaced. The pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detailed trace analysis confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector. Insulin pump was monitored and functioned properly. Pump was received with normal operating currents and no unexpected failed battery test alarm noted during testing or found in history file. No cosmetic damage noted.